Event description:
The customer reported that the system displayed a precharge voltage error. This error will likely prevent the system from booting. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board and power cap module were replaced. The system was then found to be operating as intended.